Event description:
10/2/97 2320-pt. Found unresponsive. Res. Vol. Of cadd assessed to be lower than expected. Actual vol. Unknown. 1 dose narcan given to pt. Pt responded immediately no further dose needed.